Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported during prep of a 29mm 11400m mitral valve the dial was not turned clockwise to fold the stent post in, triangle on the dial was not within the landing zone on the retainer nor was hard stop/click heard. The dial was removed without the sutures pulled in. There was difficulty using the holder, it was removed before implant after the dial was pulled out incorrectly. Suture looping then occurred. The procedure was complicated with av groove disruption and the device was explanted and replaced with a 27mm 11400m valve. The edwards sales rep confirmed there was no device malfunction and this was a training issue. Device was discarded. Per medical records, the patient presented in septic shock-klebsiella with multiorgan failure, severe native mr, and medically treated endocarditis multiple months ago in mexico. He underwent mvr, there was large vegetation and multiple tears on the leaflets which were excised. Pledgeted sutures were placed into friable annular tissue. After implant of the 29mm, the valve was tested, and there was moderate leak due to a restricted leaflet at the level of prior a3/p3. The sutures were excised at the struts of the restricted leaflet. The valve was re-tested and found to be competent. Repair sutures were placed at the struts. It was thought that the originally placed sutures perhaps had gotten caught on one of the struts causing restriction of the leaflet. The patient was weaned from bypass and echo revealed appropriate bioprosthetic valve function without significant paravalvular leak (pvl). After venous cannulas were removed there was bleeding, the venous cannulas were replaced, and bypass resumed. Bleeding was evaluating and likely represented av disruption. The mitral valve was assessed and was found to be appropriately seated without obvious tears. Surgeon excised the valve and found a small annular tear around the juncture of prior a3/p3, confirming av disruption. Bovine pericardial patch was used to close the defect. Then the 27mm valve was implanted and tested with no leak. Echo revealed appropriate valve function, but dyskinetic ventricular function, and iabp was then placed. Despite blood products and hemostatic agents bleeding continued. Decision was made to pack the chest and return to the operating room after normalization of clotting. The patient was transferred to the ICU in critical condition and later expired on the day of surgery.

Manufacturer narrative:
Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the information available, the report of 'moderate leak due to a restricted leaflet' was confirmed through operative notes provided. The device was prepared incorrectly, including dial not being turned clockwise and removing of holder before implanting valve after dial was pulled out incorrectly. This contributed to suture looping indicating use error which led to restricted leaflet mobility and moderate leak. An edwards defect has not been confirmed. There is no evidence to suggest an edwards/supplier manufacturing defect. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.